Manufacturer narrative:
Per evaluation findings by the manufacturer: product inspection: evaluation: ---the tl400 light source has various spots on the housing which indicate that the device has been dropped. ---the left side panel is deformed due to the fall and no longer closes the housing properly. ---the software is not up to date. ---the log file of the device could be extracted and does not contain any entries that indicate a malfunction. ---the lan socket is slightly soiled by fabric fibers comment: the tl400 sn: (B)(6) light source was tested in continuous operation with a set of test devices consisting of image is modular; tc201 (connect ii) sn: (B)(6), and th121 (4u rubina) camera head sn: (B)(6) . No malfunction or interruption of the light source was detected during the endurance test. Externally, it was found that the housing of the device has some areas of deformation that must have been caused by a fall. It cannot be ruled out that the electronic components were damaged by the shock/fall of the device. It is also not clear when the damage occurred (before or after the reported incident). Visually inside the device, only the deformation on the heat sink can be determined visually. Fabric fibers can be seen on the contacts of the lan socket. In extreme cases, these could lead to communication with the connected devices being interrupted. This would result in the light emission being switched off. The software version is not up to date (c01-08). It can be ruled out that the error is related to the software version used on the device. At the time of the inspection, the light source had 963 operating hours, 385 led operating hours and 549 switch-on cycles. The problem may be due to the devices / components used by the customer in conjunction with the tl400 light source. Only the light source alone was sent in for examination. Conclusion and root cause determination: no malfunction recognizable on the device. Endurance test was successful. The most likely cause must be the peripherals of the installation. This event is filed under internal complaint ID 973891.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Customer reported that during a laparoscopic hysterectomy on (B)(6) 2023, the light source failed and left the working monitors in the dark. The or staff was able to get the light source working by disconnecting and reconnecting the cord to the back of the light source console. They waited a few seconds before reconnecting the cord and once they did the light did turn back on. There was no harm to the patient as far as they are aware of.